Event description:
The reporter stated she used the device to check her blood glucose during her pregnancy due to gestational diabetes. She said the batteries in the device became drained and she replaced them. In replacing the batteries, she said the device memory was erased. She used the device with the new batteries and the memory worked. She removed the new batteries to see if she could duplicate the memory being erased and she was unsuccessful. She was placed on 5mg of glyburide 1x/day. She said her glyburide dose was changed to 10mg per day (7.5mg am and 2.5mg pm). She stated the device results were normal - between 80-130mg/dl. Her hba1c had been getting higher at each doctor visit, until her last visit, which had an hba1c result of 9.0. When she compared her device with the doctor's meter, they were one point from each other - her glucose was 126 mg/dl. Two days later, at a routine visit, there was no heartbeat from the fetus. The next day, she was given an emergency cesarean section. The device was replaced and requested to be returned for eval.